Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating and was offline in rss. The customer indicated that the device had been unplugged for 12 days due to renovations. After reconnecting, the station failed to communicate despite all cables being properly connected and powered on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) brought the station down to the desktop and inspected the network adapter, confirming that there was no network connectivity and that a red "x" was displayed on the adapter. Prior to the fse arrival, the customer had already replaced the network cable and requested to use another cable. But issue had persisted. The fse identified a network connectivity issue due to a faulty wall port. After moving the network cable to an adjacent port, the station came back online and successfully communicated with remote support service (rss), resolving the issue. The system functioned as intended after the field service engineer repaired the device.